Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), cervical dysplasia ("persistent cervical dysplasia") and cholelithiasis ("gall stones") in an adult female patient who had essure (batch no. 717632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervical dysplasia (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), weight increased ("weight gain"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), depression ("psychological/psychiatric problems (depression)") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (underwent surgical removal of the device), surgery (simple partial vulvectomy on the right) and surgery (gall bladder removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cervical dysplasia, cholelithiasis, abdominal distension, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, tooth disorder, alopecia, headache, depression and abdominal pain lower outcome was unknown and the weight increased, dyspareunia, vaginal haemorrhage, fatigue, migraine and nausea had resolved. The reporter considered abdominal distension, alopecia, bladder disorder, cervical dysplasia, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight: 132 lbs approximate weight at time of essure placement: 165 lbs. Were you advised of any complications from essure removal procedure? Yes content of communication: I was not able to keep my tubes because of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: new events: cervical dysplasia, vaginal discharge, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue, alopecia, migraine, headache, gall stones,pian in lower abdomen,nausea, depression, product lot number were added and previously reported event dyspareunia outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), cervical dysplasia ("persistent cervical dysplasia") and cholelithiasis ("gall stones") in an adult female patient who had essure (batch no. 717632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervical dysplasia (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), weight increased ("weight gain"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), depression ("psychological/psychiatric problems (depression)") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (underwent surgical removal of the device), surgery (simple partial vulvectomy on the right) and surgery (gall bladder removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cervical dysplasia, cholelithiasis, abdominal distension, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, tooth disorder, alopecia, headache, depression and abdominal pain lower outcome was unknown and the weight increased, dyspareunia, vaginal haemorrhage, fatigue, migraine and nausea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, cervical dysplasia, cholelithiasis, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 132 lbs approximate weight at time of essure placement: 165 lbs. Were you advised of any complications from essure removal procedure? Yes content of communication: I was not able to keep my tubes because of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc (product technical complaint ) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), cervical dysplasia ('persistent cervical dysplasia') and cholelithiasis ('gall stones') in an adult female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches,") and nausea ("nausea,"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"), fatigue ("fatigue") and depression ("psychological/psychiatric problems (depression)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss (specify which one) loss"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), abdominal distension ("bloating"), bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), tooth disorder ("dental problems") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (gall bladder removed, simple partial vulvectomy on the right and underwent surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cervical dysplasia, cholelithiasis, abdominal distension, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, tooth disorder, alopecia, headache, depression, abdominal pain lower and weight decreased outcome was unknown and the weight increased, dyspareunia, vaginal haemorrhage, fatigue, migraine and nausea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, cervical dysplasia, cholelithiasis, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight: 132 lbs. Approximate weight at time of essure placement: 165 lbs. Were you advised of any complications from essure removal procedure? Yes. Content of communication: I was not able to keep my tubes because of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Most recent follow-up information incorporated above includes: on 25-nov-2019: plaintiff fact sheet received. Events added from pfs- weight loss. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dyspareunia ("painful intercourse"), abdominal distension ("bloating") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, dyspareunia, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, dyspareunia, menorrhagia, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.